Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
The electrode is throwing out sparks. Used same like product to complete shoulder arthroscopy. The following additional information was received via e-mail from the affiliate on 12-7-15: the electrode did spark inside the patient's joint. Nothing fell into the patient. This was not a reprocessed electrode.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device sample not returned for evaluation.